Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa treatment start date (B)(6) 2018. It was reported a wound culture was done at the wound care clinic which revealed a stoma infection (B)(6) 2021. Patient was prescribed amoxicillin 875mg bid x 10 days. Patient has 2 days remaining and the infection is cleared/healed. Patient had a stoma infection in (B)(6) 2021, was prescribed oral antibiotic cephalexin, patient healed from that occurrence but the infection recurred for unknown reason. No other details provided.